Event description:
It was reported that the patients stimulation kept moving and would not stay at the back. Database analysis was observed and revealed no anomalies. The patient underwent an ipg explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.